Manufacturer narrative:
Final analysis of the pump revealed gear train anomaly/corrosion and or wear and or lubrication and gear train anomaly stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen 800 mcg/ml at 849.1 mcg/day and ziconotide 10 mcg/ml at 4.717 mcg/day via an implantable pump. It was reported there was a motor stall. There was a pump alarm. The pump was interrogated. The pump was replaced. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient status was alive - no injury. The issue was resolved. There were no reported symptoms.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.